Manufacturer narrative:
The supplemental report is being submitted to provide the following corrections: b3 - updated to reflect the date the customer reported a malfunction b5 - updated to reflect the malfunction provided by the customer if additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to the service center with a report of "really blurry, can't see through the other end." No patient involvement. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection at the service center, it was found that the optical system lens was cracked, chipped, dusty.

Event description:
It was observed that during the device evaluation, the telescope exhibited the optical system lens were cracked, chipped, dusty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.